Manufacturer narrative:
Conclusion: investigation results indicate that hemorrhage (bleeding) and cardiac dysrhythmias (i.e. Atrial fibrillation) were known potential adverse events per the IFU. It was reported that bleeding was noted at the right upper sternal wire site. After the procedure, the bleeding continued, and an echocardiogram showed tamponade. Cardiac tamponade is an acute type of pericardial effusion in which fluid, pus, blood, clots, or gas accumulates in the pericardium (the sac in which the heart is enclosed), resulting in slow or rapid compression of the heart. A variety of factors can cause the tamponade, and a conclusive cause was unable to be determined from the limited information available. This report is being submitted as part of a historic clinical review of adverse events contained within the randomized surgical valve arm of the (B)(4) study.

Event description:
Medtronic received information that one day post implant of this aortic bioprosthetic valve, the patient experienced cardiac tamponade causing severe hypotension. Two days post implant, a re-operation was performed was performed to re-explore the wound. Bleeding was noted at the right upper sternal wire site. After the procedure, the bleeding continued, and an echocardiogram showed tamponade. The patient was bleeding from a single sternal wire on the right side. A second re-operation was performed. Subsequently, the patient experienced no further bleeding issues. One day later, the patient experienced bursts of atrial fibrillation (afib) and was successfully treated with medication. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.